Event description:
The customer reported the system did not save images. No pt injuries were reported.

Manufacturer narrative:
(B) (4). The ge service rep replaced the cine disk. The system operates as intended.